Event description:
The customer contact reported silicone sleeve of the clave port remained in the opened position; subsequently a leak of a radioactive isotope was noted. The male luer of an unspecified syringe was connected to the clave port of the tubing set to inject an unspecified radioactive isotope. Upon completing the injection and removing the syringe, it was noted that the silicone sleeve of the clave port remained in the open position. An unspecified volume of the solution backed up and leaked onto the floor. A stopcock was attached to the clave port to stop the leakage. The tubing set was replaced and the procedure completed. The solution that spilled was cleaned up according to the hospital's protocol. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. (B) (4). (B) (4).